Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2012. Post-procedure, the patient presented with urinary retention (exact date unknown), and required usage of a catheter to void. The patient ultimately required an additional procedure to cut the sling, in order to allow her to void. The physician noted that the patient's retention was directly attributed to the solyx sling. Reportedly, the patient, who was in her (B)(6), was not prescribed any medication.